Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier to perform failure analysis. Visual inspection did not reveal any damage on the clip applier. The large instrument was tested on an in-house system and passed the recognition and engagement tests. It moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. The instrument passed the clip test on both attempts and was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the spring was malfunctioning on the large hem-o-lok clip applier. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The issue was related to the clip applier jaws not moving when the surgeon commanded movement. The tip of the clip applier would not completely close. Issue was noticed when the surgeon attempted to close the clip on a tissue bundle. It was a large hem-o-lok clip applier with large clips (purple). There was a second clip applier open on the field, and issue was resolved after switching instruments.